Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: d9 and h3.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty generator board. A root cause could not be identified. Based on the results of the investigation, it is likely component failure of the generator board led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator machine was not working and onsite inspection result was error-e433. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.